Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation noted that the device is approximately 8 years old, and it shows marks of inadequate and forcible use. The device shows marks of mishandling allover but especially on the t-handle. The breakage could have occurred during forcible and inadequate use. The manufacturing documents show that the device met specifications at the time of manufacturing. Product development evaluation noted that the handle of the inserter was threaded onto the shaft with loctite to prevent it from rotating, there is no pin used. After clamping the shaft in a vice, the handle was able to spin and be removed from the shaft. The handle was able to be removed from the shaft of the inserter, and the instrument still functioned. The evaluation found that there were no design issues. The device has had approximately 8 year of service life with noticeable wear and impact marks.

Event description:
During an elastic nail fractured femur procedure, surgeon was inserting the elastic nail, surgeon then went to loosen the inserter with universal chuck and the sheer pin that holds the handle to the shaft broke. Broken fragments did not break off into the patient, nothing to retrieve. Surgeon used a shorter t-handle chuck to complete the procedure with no further problems. No adverse effect to patient.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).